Event description:
Subject (B)(6). Infinity¿ with adaptis¿ technology total ankle replacement follow-up (itar2). Persistent pain ((B)(6) 2024): patient reported worsening left ankle pain s/p 1 year tar. Symptoms started after completing formal physical therapy around the holidays/(B)(6) 2024. Surgeon ordered CT scan, results are pending. Persistent swelling ((B)(6) 2024): patient reported worsening left ankle swelling s/p 1 year tar. Symptoms started after patient completed formal physical therapy around the holidays/(B)(6) 2024. Surgeon ordered a CT scan, results are pending.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6). Infinity¿ with adaptis¿ technology total ankle replacement follow-up (itar2). Persistent pain on (B)(6) 2024). Patient reported worsening left ankle pain s/p 1 year tar. Symptoms started after completing formal physical therapy around the holidays/ on (B)(6) 2024. Surgeon ordered CT scan, results are pending. Persistent swelling on (B)(6) 2024). Patient reported worsening left ankle swelling s/p 1 year tar. Symptoms started after patient completed formal physical therapy around the holidays/january. Surgeon ordered a CT scan, results are pending.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.